Manufacturer narrative:
(B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had low power and the bearing was worn. It was further determined that the device failed pretest for rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was noted in the service order that the device was not working during an unspecified surgical procedure. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.